Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis.

Event description:
It was reported that the patient had an initial artificial urinary sphincter (aus) implanted fifteen years ago which worked correctly for fourteen years. After undergoing an inflatable penile prosthesis (ipp) placement on 2019, the patient started experiencing recurring incontinence as the aus stopped working. A replacement surgery was performed in which the existing device was removed and a new aus system with a 4.5 cm cuff was implanted. During the procedure it was noted that the explanted device was empty. The patient did not experience any further complications. The new aus was found to be fully functioning after testing and confirming via cystoscope. The physician also verified that the existing ipp was working without any issues following the intervention.

Manufacturer narrative:
E1, h2, h10 field change. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. If the complaint component is returned at a later date then the product investigation can be re-opened to perform the analysis.

Event description:
It was reported that the patient had an initial artificial urinary sphincter (aus) implanted fifteen years ago which worked correctly for fourteen years. After undergoing an inflatable penile prosthesis (ipp) placement on 2019, the patient started experiencing recurring incontinence as the aus stopped working. A replacement surgery was performed in which the existing device was removed and a new aus system with a 4.5 cm cuff was implanted. During the procedure it was noted that the explanted device was empty. The patient did not experience any further complications. The new aus was found to be fully functioning after testing and confirming via cystoscope. The physician also verified that the existing ipp was working without any issues following the intervention.